Event description:
T was reported that the bridge loose. 3 screws were fractured.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Manufacturer narrative:
Zimvie complaint number (B)(4). It was reported that 3 screws were fractured and that 2 implants were removed due to peri-implantitis; however, the 2 screws that were returned were not fractured (see attached images in the complaint) and it is unknown where the 3 fractured screws (unknown biomet screw) are as they were not returned. Additionally, the shorter returned screw was modified at the head with a slot. Visual evaluation of the as returned implants identified no malfunction that could lead to the reported events. Similar complaints for peri-implantitis have been previously investigated. Refer to attached summary investigation. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing conditions noted on the per were smoker, inadequate oral hygiene, and unknown bone density. The reported devices were at unknown tooth locations (fdi) for approximately 19 years. The customer did not provide x-rays or images. Documents reviewed: biomet 3i dental implant IFU (p-iis086gi rev j 08/2022) biomet 3i restorative products IFU (p-iis086gr rev f 10/2019) information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' unknown biomet screws: DHR review and complaint history review by lot number could not be performed, as the lot numbers associated with the reported products are not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information,device malfunction could not be verified for the 3 screws as they were not returned. The reported event of screw fracture could not be confirmed.

Event description:
No further event information is available at the time of this report.